Event description:
Customer reported that a negative antibody screen was observed with a patient later identified to have an anti-jkb. Two units of packed cells were immediate spin crossmatched and transfused uneventfully.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).